Event description:
The patient contacted lifescan alleging that her one touch ultra meter was set to the wrong unit of measurement. The medical affairs specialist spoke with the patient. The patient reported that the meter was set to "mmol/l", instead of "mg/dl" ever since she purchased her meter in october 2004. She confirmed that she never entered the meter settings. She reported that she had been obtaining results such as 11.0 mmol/l (converts to 198 mg/dl) and 8.9 mmol/l (converts to 160 mg/dl), while believing that they were 110 mg/dl and 89 mg/dl. The patient explained that she was very pleased with what she believed to be low results. She maintained her oral medication as prescribed throughout the time of concern and testing once daily. A few weeks ago, the patient visited a lab for a free blood glucose test. A result of 320 mg/dl was obtained on the lab test. She had not tested on her meter prior to visiting the lab. No treatment was administered; however, she was advised to speak with her physician regarding increasing her medication. Based on the information provided, there is no information to suggest that the patient experienced a serious injury or medical intervention. The patient reported that the meter was not previously set to the correct unit of measurement and the patient had not changed the unit of measurement through the meter settings. Therefore, there is an indication that the unit of measurement spontaneously changed from "mmol/l" to "mg/dl". The meter and test strips were replaced.